Manufacturer narrative:
(B)(4). The lot was manufactured december 12, 2014-december 17, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter 2.46 millimeters in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed with particulate matter. The device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.